Event description:
Information was received from a healthcare provider (hcp) and device manufacturer representative (rep) regarding a patient who was receiving gablofen 2,000 mcg/ml at a dose of 1427.2 mcg per day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported a motor stall was seen at initial interrogation. The hcp read the pump logs which showed a motor stall on (B)(6) 2016 at 4:39. The patient had not recently had an MRI. The patient's legs were very spastic, he was very stiff and he was jumping. It was noted the patient was also on valium. The pump was replaced on (B)(6) 2016 and was to be returned. No further information was provided including if the cause of the motor stall was known.

Event description:
Additional information was received from a healthcare provider (hcp). The event date was confirmed to be (B)(6) 2016. No troubleshooting was performed because "pump just shut off." The cause of the stall was not determined either.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.